Manufacturer narrative:
Additional information: evaluation codes. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Factors that could have led to the device alarming and ¿over heating¿ includes: not having sufficient suction pressure in order to ensure adequate flow and circulation of saline solution to prevent unnecessary heating which could have caused the temperature to elevate and trigger the controller alarm or it is possible the user may not have set the controller temperature threshold to the desired value. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the wand overheated at the distal tip and the controller alarmed repeatedly indicating the wand was detecting high operating temperatures. The procedure was successfully completed with a back-up device of the same type. No patient/user injury or other complications were reported.